Manufacturer narrative:
Batch review performed on 27 november 2020: lot 1922392: (B)(4) items manufactured and released on 8-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During the primary spine surgery, during the final tightening of the screws, the surgeon was using the final tightener and one of the screws continued to spin inside the plate(the plate didn't have any damage and the lot is unavailable) after being screwed in all the way. The surgeon tried to remove the screw for 30 minutes and it would not come out. The surgeon left the screw in the plate since it was secure, and used the same final tightener to tighten the other screws (screwdriver used as in surgical technique recommendation). The surgery was completed successfully and a consignment set was utilized. There was no issue during cage insertion. The bone was prepared according to the surgical technique, there was no bone damage. No additional anesthesia was necessary. The is no information on which hole of the plate has the issue.